Event description:
The manufacturer received information alleging a ventilator was releasing particles that were visible on the filer. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a ventilator was releasing particles that were visible on the filer. There was no report of patient harm or injury. Despite of three attempts 04/04/2022, 04/14/2022, 04/21/2022 and 08/18/2022 ; the device has not yet returned to the manufacturer for evaluation. There was no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.